Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they performed a right antegrade angioplasty on a patient to treat popliteal, tibioperoneal trunk and peroneal artery on (B)(6) 2021. The procedure was an uncomplicated procedure using a 5fr merit sheath. The angio-seal sheath was placed over the wire as usual, then they checked for flow cessation and then advanced as per IFU. The introducer and wire were removed, the angio-seal device was inserted, clicks were heard, and tactile feedback was felt as usual. When pulling back on the device however, the anchor had not deployed and the whole device had come out of the artery. A small hematoma was noted, and the patient's blood pressure (bp) was around 200 systolic. Hemostasis was achieved with compression. Post compression ultrasound scan (uss) did not demonstrate a footplate in the common femoral artery (cfa) or imaged superficial femoral artery (sfa), with good doppler flow seen in the upper leg, and strong femoral pulse. Gross inspection of the device showed the anchor was still in the device.